Manufacturer narrative:
Qn# (B)(4). The customer returned a 3-lumen cvc catheter for evaluation. Black suture thread was wrapped around the catheter body and attached to the juncture hub and dried blood was observed on the catheter body. No other components were returned. Visual examination of the catheter with the naked eye did not reveal any defects or anomalies. The catheter was functionally leak tested by occluding the distal end of the catheter and injecting water into each of the extension line hubs using a lab inventory 10ml syringe. No leakage was observed from either the proximal or distal extension line when pressurized. Water was observed leaking from the catheter body when the medial extension line was pressurized. Functional testing identified a leak in the catheter body adjacent to the "15" marking. Microscopic examination revealed a hole in the location of the leak identified in functional testing. The hole appeared to have a cut/slice horizontally across the width of the extension line body. The edges of the cut/slice was smooth and uniform. The appearance of the damage was consistent with damage during use rather than a manufacturing defect. Evidence of use was observed in the medial extension line and residual adhesive material was observed on the center of the catheter body. The cut in the catheter body was located 154 mm from the catheter distal tip. The catheter body overall length was measured and was found to be within specification. The catheter body outer diameter adjacent to the cut was also found to be within specification. A device history record review was performed on the catheter, including the catheter body extrusion, and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product cautions the user "to minimize the risk of cutting catheter, do not use scissors to remove dressing". The IFU also contains the warning "use of a syringe smaller than 10 ml to irrigate or declot an occluded catheter may cause intraluminal leakage or catheter rupture". The customer report of the catheter body leaking in use was confirmed through visual/functional inspection of the returned sample. Functional leak testing of the catheter revealed a small hole in the catheter body. The appearance of the damage was consistent with damage during use rather than a manufacturing defect. A device history record review for the catheter did not reveal any manufacturing related issues and the catheter met all relevant dimensional requirements. Based on the condition of the returned sample and the report that the damage was observed during use , it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the catheter leaked during use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the catheter leaked during use.